Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported, left side deflation. Healthcare professional additionally noted, "hole in valve". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat and opening linear on posterior. Leak test and microscopic analysis was performed which identified: striated opening on posterior, non-penetrating nicks, observed void >1 mm in non-textured, valve-to shell-bond area and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. No leakage or valve damage observed.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally noted "hole in valve". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Healthcare professional additionally noted "hole in valve". Device has been explanted.